Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could the device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a reciproc blue file does not hold in a contra angle; no injury resulted. The instrument can be inserted but the contra-angle does not keep it locked. Other files work perfectly.

Manufacturer narrative:
Customer returned five reciproc blue file r25 8/100 25mm 025 (two files in loose + three unused files). No discrepancy was found after analysis of the unused files (measures + functional test). Conversely, the files in loose actually do not hold into contra-angle because the flat's length on the latch part is too short. Moreover, the handle has not the required overall length. This issue is usually the consequence of a sporadic cutting-off machine fail.